Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump alarmed "shut door" when the "load set" alarm should have occurred. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was under infusing. When they returned the pump to mmdg it was found that the pump was infusing within product specifications, however, it was not alarming load set correctly. Mmdg did follow up with the initial reporter during the original complaint, who stated that the patient had not had any adverse effects due to the original complaint. (B)(4).